Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem with the station was not communicating and checked the network cable and reseated it on the pyxis and wall outlet; also inspected for any damages. A field service engineer had changed the setting to dhcp for the gateway and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not communicating with the server for updates and refills. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.